Manufacturer narrative:
Multiple follow-up attempts were performed to obtain further information regarding this event; however, the customer was unresponsive. The product is not available for evaluation; no lot information was provided. No definitive root cause could be established .

Event description:
A patient underwent spinal surgery consisting of the meridian w/ reef a no profile system. The index surgery date was not provided. Orthofix was made aware on (B)(6) 2025 that during the case, a qty:1 meridian screw with caudal orientation bypassed the locking mechanism of the meridian no profile 3-hole face plate. The x-ray provided appears to show that the superior screw is at a more aggressive angle than the meridian screw with caudal orientation which bypassed the locking mechanism. The part numbers or lot numbers could not be confirmed. Multiple follow-up attempts were performed to obtain further information regarding this event; however, the customer was unresponsive. No parts are available for evaluation.